Event description:
Examination of received pt x-rays received in 2008, notes a bone screw that appears loose within the pt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.